Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed and no other error alarms could be confirmed due to the motor error. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was unknown. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.